Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)-the full lead was returned to the manufacturer, analyzed, and tested out of specification. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism and tissue on the helix. The lead was damaged at implant.

Event description:
It was reported that during the implant, the helix of the right atrial (ra) lead was damaged. Further reported, when the physician was attempting to reposition the lead in the ra appendage, the lead became "stuck on the tricuspid valve" and "when the lead was retracted the helix was damaged;" there had be no attempt made to extend the helix. The lead was removed and a new lead was placed. No known patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.